Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Correction to d8 and g2. Updated d9, h3 and h6 to account for device evaluation. The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device passed the probe check. A visual inspection on the received condition was performed on the device. The wiper movement is normal. The consistency of movement of the handle and jaw is normal. The handle load is normal. The rotation of the knob torque is normal and smooth. The distal end of the item was inspected under a microscope and detected contact marks in the probe and non-insulated area of grasping section. The tissue pad was inspected and found it is worn with metal exposed. Additionally, the exposed metal on the jaw causes a short circuit error when the jaw is fully closed due to the metal-to-metal contact and when activating the seal or seal & cut button. The coating of the grasping section was partially peeled off. The coating of the probe was partially peeling. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the indicated phenomenon occurred due to the following mechanism. 1. During seal and cut output, the tissue pad was severely worn out because nothing was being grasped between the gripping section and the tip of the probe (including the tissue that had been cut). 2. Due to the wear of the tissue pad, the non-insulated part came into contact with the tip of the probe. 3. An error occurred because the seal and cut output was performed while the probe was in contact with a non-insulated part. There were also contact marks. The event can be detected/prevented by following the instructions for use which state: "do not activate output while the grasping section is closed without contacting tissue or vessel or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. If the grasping section, metal-exposed area around it or the probe tip gets sticked tissue during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
An olympus employee reported on behalf of a customer that 2 thunderbeat devices failed during a case. The intelligent tissue monitoring (itm) was switched on and the device was tested as per the instructions for use (IFU) before the case started. Both the hand pieces and cable were used for approximately 30 minutes before an error message. The error message displayed was u0504 probe damage and then the tissue pad peeled off but remained intact. The procedure was a therapeutic atypical liver resection ablation and cholecystectomy, that was completed using a replacement device. The surgeons are regular users of the thunderbeat 20 centimeters and 35 centimeters. There was no report of medical intervention being required or patient harm associated with this event. Related patient identifier: (B)(6).